Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of user, omsc surmised there was the possibility this phenomenon was attributed to the subject device. Because the subject device had been a product which manufactured before countermeasures for a change in the op-amp (operational amplifier) circuit design of the patient board (dr board). Therefore it might have occurred the op-amp failure which might have caused no image with evis 180 series videoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when evis 180 series videoscope was connected to the subject device before the unspecified procedure. The occurrence date of the event is unknown. There was no patient injury associated with this report.